Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to procedure, the right ventricular (rv) lead exhibited myopotential oversensing which led to pacing inhibition. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.